Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as its availability is unknown. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a 19mm aortic valve was explanted after an implant duration of 6 years and 4 months due to severe stenosis. As reported, the patient was admitted to the hospital with dyspnea. A 21mm valve was implanted in replacement.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated b5 and h6 per new information received. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood.

Event description:
Edwards received notification that a 19mm aortic valve was explanted after an implant duration of 6 years and 4 months due to calcification leading to severe stenosis. As reported, the patient was admitted to the hospital with dyspnea. A 21mm valve was successfully implanted in replacement. The patient was noted as to be hospitalized and recovering.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.